Event description:
It was reported that after the surgeon attempted to insert an aq2015a three piece silicone lens, a haptic tore while advancing in the injector. There was pt contact but no injury.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the lens was torn in half and a haptic was missing. There was evidence of a clear surgical residue. Conclusion: an investigation was opened to evaluate a 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitely and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.